Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse test drove the system and patient side cart (psc) range of motion. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the patient side system (pss) had a recoverable fault 23061 occurring every 5 minutes about 10 times now and had to keep hitting recover. The technical support engineer (tse) viewed logs and found 23061 pointing to the gantry axis 3 boom and recommended trying a hard power cycle when they get to a good stopping point and tried hard power cycle but did not resolve the issue. The procedure was completed with no reported injury.